Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to verify failed battery test alarm, weak battery alarm, no delivery alarm due to blank display. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that they received a weak battery alarm. The customer was sent a new battery cap. After receiving the new battery cap, the customer received a failed battery test alarm and a no delivery alarm. The customer's blood glucose level was unknown. The customer treated with a manual injection. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.